Event description:
Patient went to emergency room (B)(6) 2025 due to having lower back and leg pain. Patient says emergency room mdo gave her muscle 'relaxers that she has not picked up yet. Patient declined to speak with registered pharmacist.